Event description:
Customer tested blood glucose and received a result of 480 mg/dl at 3:30 am. They took insulin and bottomed out and lost consciousness around 8 am. An ambulance was called and blood glucose was tested with a result of 14 mg/dl. The customer was given a shot of dextrose and taken to the hospital. Controls were not used. A request was made for the return of the suspect device and replacement product was sent.